Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned of the customer for use.

Event description:
It was reported that the device had no power. There was no pt use associated with this incident.